Event description:
It was reported that the pt stated he has been having hip pain for about a year. The process was explained to him and he stated that he did not want to give any info. He provided only his name.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info will be requested and if received, will be provided in a supplemental report.